Manufacturer narrative:
H3: analysis of the catheter revealed catheter sc connector; coring-tears-cuts in seal medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: product ID 8780 lot# serial# (B)(4). Implanted: (B)(6)2016. Explanted: (B)(6) 2021. Product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-aug-2018, UDI#: (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (1000 mcg/ml at 250 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. The patient¿s mother reported that the intrathecal baclofen was not helping the patient with his spasticity. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that per the patient¿s mother, the catheter was placed to help with his arms, but his symptoms involved mostly his legs. The patient was taken to surgery to replace the catheter. When the pump pocket was opened, the physician noted no return of csf (cerebrospinal fluid) from the catheter when attempting to aspirate from the catheter port. The pump segment of the catheter was removed and then there was positive return of csf. The spinal segment of the catheter that was implanted at c5/6 was then tied off and left implanted. The new catheter was implanted at t12. Because it was undetermined how long the pump segment was obstructed, the physician subsequently lowered the intrathecal dosing from 720 mcg/day to 250 mcg/day upon resuming infusion with the pump and new catheter. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.